Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient complained that the robotic assisted surgery left behind herniated scars. The device left scar tissue when it was removed causing more pain. No further patient complications were reported as a result of this event.